Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer reported that the previous implant had been replaced because it was not holding a charge. No patient symptoms reported.